Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to bronchitis. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as serious injury. The following correction has been updated in this report to reflect adverse event. Section b1 has been updated to reflect as adverse event. Section h1 and h6 has been reflect as serious injury. Section h6 health impact code has also been updated to reflect the serious injury. Moreover, box h and d were updated as the device was received at riql.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Additional information has been added that the patient has medical records of lung conditions, cylindrical bronchiectasis, mild lower lobe predominant bronchiectasis, asthma and sleep apnea. The patient also has difficulty in breathing. Section g and h are updated in this report.